Event description:
The customer reported that the central nurse's station (cns) was not sending strips to the emr. The customer rebooted the cns, but it went into a boot loop. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not sending strips to the emr. The customer rebooted the cns, but it went into a boot loop. Technical support (ts) had the customer perform some troubleshooting, which did not resolve the issue. No patient harm was reported. Investigation summary: the customer sent the device in for repair. However, the reported issue of the strips not sending to emr could not be confirmed through evaluation. The evaluation was able confirm the startup failure of the device and determined that the cause was defective hard drives. Hdds are electronic components that may deteriorate over time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intake, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," or "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drives replaced. Sometimes a hard drive can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid) - which puts multiple hard drives together to improve performance). The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 11/04/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 11/10/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported not being able to send strips to the emr. The customer rebooted the central nurse's station (cns), but the cns got into a boot loop. Technical support (ts) had the customer do a hard reboot and then had the customer turn it on again, but it got stuck on the cns-6000 "please wait" screen. Ts had the customer turn off the cns and remove the hdd 1 and then turn it on with only hdd 2 installed. The cns booted up so ts had the customer re-insert hdd 1, but when they did this, the cns alarmed and the customer turned it off right away. Ts recommended for the customer to send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported not being able to send strips to the emr. The customer rebooted the central nurse's station (cns), but the cns got into a boot loop. There was no patient injury reported.